Event description:
It was reported that the device had no audio prompts upon power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control determined the cause for the malfunction to be failure of the speaker assembly. The negative terminal of the speaker assembly was electrically open. A replacement device was provided to the customer.